Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The breathing system was replaced.

Event description:
The hospital reported that, during a case, pressure was noted to be higher than expected. There was no reported patient injury.